Event description:
It was reported the physician was preparing to insert the cvc line to the patient, and the hub on the needle broke as he was connecting it to the syringe, prior to use. A new cvc kit was obtained for use.

Manufacturer narrative:
Qn# (B)(4). The customer returned one introducer needle and product lidstock for analysis. Definite signs of use were observed on the needle hub. Visual examination revealed the needle hub contained one lateral crack. Microscopic examination confirmed the crack in the introducer needle hub. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked needle hub was confirmed through visual inspection of the returned sample. The returned needle met all relevant requirements, and a device history record review was performed with no findings relevant to this investigation. Based on these circumstances and the comments from r & d, the root cause of this complaint is design related. Teleflex has identified that the needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting , sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. Investigation of this issue is documented under a CAPA. Corrective actions have not yet been fully implemented. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician was preparing to insert the cvc line to the patient, and the hub on the needle broke as he was connecting it to the syringe, prior to use. A new cvc kit was obtained for use.